Event description:
Reported due to occlusion requiring surgical intervention. In 2005, the physician attempted arteriotomy closure using a perclose proglide device after a renal angiogram via the right common femoral artery (rcfa). The procedure was completed "without incident" and the pt was discharged home on the same day. Reportedly, 19 days later the pt returned to the hospital with severe arterial insufficiency, ischemia in the leg and complains of "pain in the right buttocks, right foot and right hip which started two (2) days after the renal angiogram." Upon physical exam, the pt was noted to have "no cyanosis, no edema and no swelling. However, the right pedal pulse was absent. An arterial doppler revealed complete occlusion of the right common femoral artery (rcfa). It was found that the "rcfa was sutured shut," the following day, the physician attempted percutaneous transluminal angioplasty (pta) of the rcfa via the left femoral artery (lfa) but this resulted in a dissection. The pt was sent to surgery for "rfa exploration and repair of the dissection with vein patch." After surgery the pulses were noted to be 2+ bilateral dorsalis pedis. 2 days later the pt had an "episode of unresponsiveness and a code was called." Reportedly, the pt was revived and transfused with one (1) unit of packed red blood cells (prbc). 9 days later, the pt was discharged home with home health nurse for assistance with dressing changes to the groin surgical site. Although requested, no additonal pt information was provided.

Event description:
The physician attempted an arteriotomy closure using a perclose a-k (at) device.